Event description:
Pt with a history of acom aneurysm (sah) prior to the procedure was undergoing coil embolization within the acom 5.6 x 3.5mm aneurysm. The first two coils were placed successfully. During advancing the third coil into the microcatheter (mc), the physician felt resistance around 40-50cm in the mc. The rhv was checked without any problem and flush solution was maintained through the mc. Since he could not advance the coil, attempts were made to pullback the delivery tube of the coil and it was noted to be broken and the coil had remained in the mc. The mc was withdrawn by using a microwire to retrieve the coil from the mc. Reportedly, the pt had an ischemic stroke because of the convulsin of the vessel and at the present time the pt had recovered from the stroke and has no sequelae.